Event description:
It was reported that pump experienced malfunction after exposure to humidity, and customer saw malfunction code on pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer chose to complete cartridge loading and sensor pairing independently, so no further assistance was required and customer was advised to continue using pump.